Event description:
It was reported that an out-of-range pace impedance measurement was recorded on this right ventricular (rv) lead. Based on the lead trends there were a few spikes before this, thus it is likely that the impedance measurement was greater than 2000 ohms. This appears to be spring contact related. No noise has been present. Troubleshooting options were suggested. Further information was received that this rv lead was surgically abandoned. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).